Manufacturer narrative:
The technician found the brake casters are in need of adjusting most like caused by normal wear and tear. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. The technician adjusted all brakes casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported there was a repair tag on the stretcher that claims the brakes do not hold. The stretcher was located on the 4th floor at the facility. There was no patient/user injury reported. (B)(4).